Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for infection and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat." The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported a hospitalization after wearing the omnipod for 24-36 hours on her arm and her bg levels reached 400mg/dl and were not coming down. Her white count was elevated. She had a huge bump at the insertion site and she was evaluated by an infectious disease specialist at the hospital on (B)(6) 2016. She was treated through IV with fluids, doxycycline and cipro. She was released from the hospital on (B)(6) 2016. The pod was discarded. Patient continues cipro at home.